Event description:
A complete se stent system was successfully implanted in a patient for treatment of an unknown lesion. It was reported that after the stent was implanted, it was noted to be longer than the packing stated. The device was returned for evaluation. There was no injury to the patient and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the product label on the carton and sterile pouch had catalog number: sc780l and lot number: 0000983799. The device had blood residue. The handle was in the home position and the catheter was re-sheathed. The safety lock was missing; otherwise, the device was unremarkable. Upon visual inspection, the device size was imprinted on the luer read 5 x 120mm and the lot number read 0000983806. During evaluation, the deployment mechanism was performed. The stent stop marker was pushed back against the middle member. The distance between the stent stop marker and the tip marker measured 127mm, which confirms that the longest stent that can fit in this catheter was a 120mm stent. The complaint was confirmed.